Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported on (B)(6) 2019, the patient was discovered to have an infection. The patient had been implanted with a trumatch midface/mandible plates 3d printed mini (only on one side) and screws on (B)(6) 2018. The surgeon was certain it was a surgical issue and not the implants per se. There was no issue with the bone quality or planned occlusion of the patient. Initially, the case was treated with antibiotics and then following healing of the osteotomies (at least 8 weeks) the plates and unknown screws were removed. The bone was solid. There was no surgical delay reported. Patient outcome was unknown. This report is for an unknown quantity of unknown matrixorthognathic screws. This is report 1 of 1 for (B)(4).

Event description:
The surgeon discovered a number of infections of the trumatch midface/mandible plates 3d printed mini particularly on the right side after one of the surgeries he performed last (B)(6), 2018. There was no issue with the bone quality or planned occlusion in all of the patients he had handled. According to the sterilizing process, plates and templates were hand-washed with ecolab aseptic wash, thoroughly rinsed and wrapped for sterilization.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.